Manufacturer narrative:
Model# UDI is unknown; serial number reported by the customer is incorrect, therefore, device manufacture date is unknown. No additional information was received. The device was returned for evaluation. Visual and functional testing were performed. Top case was cracked by front corners, tube holder and left side of handle. There was force sensor test error in the device event history log (ehl). The reported problem was verified during startup and inspection. The force sensor and plunger cable were replaced which cleared up the problem. The cause of the reported problem was due to parts being over 14 years old. The device was repaired and the problem resolved. A device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. Also, the serial number reported by the customer was incorrect; therefore, a DHR review could not be performed. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported that the pump force sensor cannot be calibrated and the display was dim. No patient injury was reported.